Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the lesion was severely stenosed and the balloon was inflated once at less working pressure for a few seconds before it ruptured.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 7.0 x80, 75cm, 20atm. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 2mm distal of the proximal balloon bond and extending approximately 88mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres as per gladiator specification. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues or damage to the tip of the device. This concludes the product analysis.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the lesion was severely stenosed and the balloon was inflated once at less working pressure for a few seconds before it ruptured.